Manufacturer narrative:
Investigation summary no actual samples and pictures were received from customer, and the defect status cannot be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 2 retained samples of the complaint batch are taken for relevant functional test. 1) first, the retained samples are carried out for bending resistance test, and the samples pass the test. 2) then, 45psi leakage test is conducted on the retained samples, which are all qualified and no leakage is found at the catheter site. 3) finally, catheter pull force of the retained samples is tested, and the test results meet the product specifications. No abnormality is found on process and retained samples; no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, and the nurse's usage was unknown, the root cause of the complaint defects cannot be determined.

Event description:
It was reported while using bd intima-ii closed IV catheter system the needle was broken. The following information was provided by the initial reporter: during infusion, the patient had swelling and pain at the left forearm indwelling needle, and fluid exudated. The indwelling needle was found to be broken, so the indwelling needle was replaced in time.

Event description:
It was reported while using bd intima-ii closed IV catheter system the needle was broken. The following information was provided by the initial reporter: during infusion, the patient had swelling and pain at the left forearm indwelling needle, and fluid exudated. The indwelling needle was found to be broken, so the indwelling needle was replaced in time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.